Manufacturer narrative:
The manufacturer previously reported information received that on 27-jan-2025 at approximately 1019 a nurse at an institutional facility discovered the patient was not breathing while on a trilogy evo device. The patient was not breathing at the time, so the nurse touched the respirator to check if it was working, but was so upset that they did not remember how they operated it. The cause of death is reported to be respiratory failure due to the progression of amyotrophic lateral sclerosis (als). No direct allegation of device cause and/or contribution has been lodged within the complaint record. Further analysis of the device has been requested to determine if there was a presence of a malfunction, human related use-error, and/or device full functionality. During the evaluation of the device at the manufacturer's service center, review of the error log, confirmed that the treatment operation was stopped by pressing a button on the date and time specified. No abnormality in the device was confirmed by any other investigations. Additionally, a periodic maintenance 1 was performed. The device's air inlet foam filter and particle filter were replaced to prevent failure. Performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly. Confirmed the software version is 1.06.10.00.

Event description:
The manufacturer received information that on (B)(6) 2025 at approximately 10:19 a nurse at an institutional facility discovered the patient was not breathing while on a trilogy evo device. The patient was not breathing at the time, so the nurse touched the respirator to check if it was working, but was so upset that they did not remember how they operated it. The cause of death is reported to be respiratory failure due to the progression of amyotrophic lateral sclerosis (als). No direct allegation of device cause and/or contribution has been lodged within the complaint record. Further analysis of the device has been requested to determine if there was a presence of a malfunction, human related use-error, and/or device full functionality. The device has yet to be returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.